Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a lead integrity alert triggered due to sensing integrity counter counts and non-sustained episodes with noise on stored episodes. The lead was suspected to be fractured as the lead seemed to be bent at the proximal side of the sleevehead. Noise was observed during testing, so reprogramming was performed to turn off all therapies. A few days later the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.